Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that that they are experiencing a magnesium secondary infusion that infused quicker than expected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.